Manufacturer narrative:
(B)(4). The insulin pump was received with a blank flashing display due to moisture damage on the electronic assembly. Also, pump received with moisture damage on the battery tube, motor, vibrator and keypad assembly noted. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to blank display.

Event description:
Customer reported via phone call that the insulin pump was broke and clip was fell. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated insulin pump had crack at back and screen and insulin pump was expose to moisture. Troubleshooting was performed. Customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The insulin pump will be returned for analysis.